Event description:
During initiation of a coronary stenting treatment procedure there was stent damage. The physician was treating an unk coronary vessel with a 16x3.00mm taxus liberte' drug eluting stent. When introducing the stent into the catheter the physician was unable to pass the y-connector. Upon inspection of the stent was turned up. The problem was noticed before the stent was introduced into the pt. The physician completed the procedure with another taxus liberte' stent of the same size. There were no complications and the pt is reported as in good condition. This product is only ous approved but it is similar to a marketed us device.